Manufacturer narrative:
A report was received that a cypher select sds was associated with balloon leakage. The event involved a pt of unk age, gender and medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unk target vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 18mm cypher select. When the sds was pressurized to deploy the stent, contrast medium was noted to be leaking from the balloon. The product was retreived without injury to the pt. The product was returned for evaluation with its' associated stent still correctly mounted on the balloon visual examination revealed that the stent was partially or slightly deployed and that the balloon had a leakage at the distal marker band. Microscopic examination of the distal marker band revealed no anomalies. Sem analysis of the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon leakage. A DHR of the involved lot number revealed that the product met requirements for product acceptance. The reported complaint was confirmed. The exact cause of the balloon leakage could not be conclusively determined. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. This product with catalogue number is not sold in the united states, but it is similar to a product with catalogue number that is distributed in the united states.

Event description:
During an interventional procedure, the physician noted that the balloon of the stent delivery system was leaking contrast medium as he attempted to inflate the stent (cypher select 2.50 x 18mm) at the lesion. The stent was retrieved through the guiding catheter without complications. No futher info was available.